Event description:
A falsely elevated glucose result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested and a lower result was obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated glucose result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.